Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer also reported that they received multiple alarms and shut the pump off and turned it back on. The customer's blood glucose was 280 mg/dl and sensor glucose was 148 mg/dl at the time of incident. Troubleshooting was performed. The customer's blood glucose was 183 mg/dl at the time of call. The sensor will not be returned for analysis.